Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported obstruction of flow could not be determined. Factors that may contribute to obstruction of flow include, but not limited to under insertion or improper insertion angle, the marker port not being in the arterial lumen. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to a ventricular tachycardia (vt) ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with a proglide device. An attempt was made with another proglide device; however, there was no blood flow from the marker lumen when the device was position in the vessel. The sheath was upsized to an 8.5f sheath and the ablation procedure was completed. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.